Event description:
It was reported that over 3 years post xience v stent implantation in the second obtuse marginal artery, the patient died at home. Cause of death was not provided. An autopsy was not performed. There was no additional information provided. Note: post stent implantation, enzymes were elevated. There was no report of permanent impairment or intervention. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.